Manufacturer narrative:
Additional information: h6 and h10: additional information provided indicated closure devices were used. The wires were not lowered until the introducer was removed. The edwards logo was up. The patient was reported to be ¿fine¿ after the procedure. The esheath was not returned to edwards lifesciences for evaluation. However, the complaint site provided photographs and video for review. A screen shot from a video that was sent, showed a small hole in the shaft of the sheath after the procedure, allowing fluid to leak out of the sheath when flushing the device. Additionally, imagery from the site showed the patient¿s access vessel was calcified and tortuous. Damage to the sheath distal tip could be seen, at the region of the distal flap, and just proximal to the bilayer. Based on the condition of the sheath, the complaints were confirmed. During manufacturing of the esheath, the sheath and components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record (DHR) review performed did not reveal any issues that could have contributed to the complaint event. A lot history review was performed and revealed three other complaints relating to the reported events. No manufacturing non-conformances were found during the evaluation. A review of complaint history from july 2018 to june 2019 revealed additional returned complaints for the axela sheath (all models) for the complaint code ¿sheath shaft ¿ punctured¿. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. No manufacturing nonconformance were identified during the evaluations. The axela sheath is a recently commercialized device, and control limits therefore have not yet been established. Per the post-market surveillance plan, complaint trends are reviewed. Complaint history from april 2019 to june 2019 revealed the trigger for trend review has not been met for the failure mode. No further action is required at this time. A review of complaint history from july 2018 to june 2019 revealed additional returned complaints for the axela sheath (all models) for the complaint code ¿sheath distal tip ¿ damaged¿. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. No manufacturing nonconformance's were identified in the returned samples. The axela sheath is a recently commercialized device, and control limits therefore have not yet been established. Per the post-market surveillance plan, complaint trends are reviewed. Complaint history from april 2019 to june 2019 revealed the trigger for trend review has been met for the complaint code ¿sheath distal tip ¿ damaged¿. No manufacturing defects were found in the review. Per management¿s discretion, a product risk assessment (pra) has been previously initiated to further investigate the risk regarding the reported event. The axela instructions for use (IFU), the preparation training manual and the edwards sapien 3 ultra procedural training manual were reviewed for instructions involving device preparation and use. Per the IFU, access characteristics such as severe obstructive or circumferential calcification, severe tortuosity, vessel diameters less than 5.5 mm (for size 20, 23 and 26 mm sapien 3 or sapien 3 ultra transcatheter heart valve) or 6.0 mm (for 29 mm sapien 3 transcatheter heart valve) may preclude safe placement of the sheath and should be carefully assessed prior to the procedure. Per the preparation training manual, note access characteristics that would preclude safe placement of sheath such as severe obstructive calcification, severe tortuosity or vessel diameters less than 5.5 mm (for 20, 23, and 26mm valves) and 6.0 mm (for 29mm valves). Additionally, during sheath insertion, proper screening is critical to reducing vascular complications. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. The complaints for ¿sheath shaft ¿ punctured¿ and ¿sheath distal tip ¿ damaged¿ were confirmed. However, investigation of images, complaint history, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. Per the case notes the patient had severe calcification and moderate tortuosity. It is possible that interaction of calcification with the device during sheath insertion/removal may have resulted in damage to the sheath. A definitive root cause is unable to be determined, but available information suggests that patient factors (access vessel calcification) may have contributed to the complaint event. The complaint for ¿sheath distal tip ¿ damaged¿ was confirmed based on imagery provided. A review of the relevant complaint history revealed that it is unlikely that a manufacturing nonconformance contributed to the complaint event. Additionally, a review of manufacturing mitigations supports that the device has proper inspections in place in order to detect issues related to the complaint events. A review of the IFU/training material revealed no deficiencies. Damage was observed on the sheath distal tip at the region of the distal flap, and just proximal to the bilayer. As noted, the access vessel was severely calcified. Interaction of the sheath with calcification may result in the observed damage at both locations. The damage on the distal tip is likely resultant from the outer jacket component interacting with calcification during sheath insertion. The damage on the proximal end is likely on the proximal edge of the sheath distal flap. The root cause for this damage on the sheath distal flap has been addressed in a pra. In the pra, it has been identified that calcification in the access vessel could have prevented the distal flap from returning to its original diameter after contraction during delivery system insertion. This would make the distal flap susceptible to catching on calcification when the device is moved through the access vessel, resulting in the observed distal flap damage. Distal flap damage on the axela sheath was able to be replicated. While a definitive root cause cannot be determined at this time, available information suggests that patient factors (access vessel calcification) may have contributed to the complaint event. In this case, although it cannot be confirmed, per report, the femoral artery injury was likely caused by a failure of the closure device.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, after successful deployment of a 26mm sapien 3 valve and upon retrieval of the sheath, artery damage (no dissection but bleeding) was observed.  An expandable balloon was used for internal compression during the repair.  After the sheath was removed, during flushing, two small holes were observed (through which liquid came out) on the sheath and the distal tip was observed to be ¿inflated¿. There was no reported resistance between the sheath and the delivery system.  No abnormalities were observed with the sheath before use.  The patient was noted to have left the room in stable condition.  It is perceived that the vessel damaged was caused by a failure of the closure device.